Event description:
Information was received from a family member/friend regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome. It was reported that the patient was having a thoracic MRI to check on back fractures and bones ¿crumbling away¿ that were unrelated to the implantable neurostimulator (ins). A CT scan would also be done of the lower spine. The consumer reported that since implant the ins therapy worked for leg pain but did not work for back pain. Since implant on (B)(6) 2010, the patient had a terrible time charging the ins because ¿it had to be so perfect.¿ at some point, the patient notices that whenever they used the ins therapy it hurt them. Reprogramming was performed multiple times. Eventually the patient stopped using and recharging the ins. The last recharge was likely within 1 year of the implant date and there had not been any attempts to connect the patient programmer or implantable neurostimulator recharger (insr) to the ins in order to confirm the potential overdischarge. It was confirmed that the patient had back pain. It was noted that the patient¿s MRI would also be to remove the ins. No further complications were reported.